Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. A malfunction has not been indicated or a reason provided for the capsule rupture. There are no complaints reported in the lot number. Additional information was requested by fax and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A customer reported that during intraocular lens (iol) implant surgery, the capsule ruptured. The iol was not implanted and a different lens was used. Patient impact is unknown. Additional information has been requested.